Manufacturer narrative:
Continuation of d10: product ID x3dr01 implanted: (B)(6) 2025: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer app got stuck on the loading screen upon launch and when pairing with the mobile programmer base the device list was empty. It was further reported that during use of the analyzer a message was displayed indicating that the analyzer was set to default and there was partial missed sensing. The implantable pulse generator (ipg) was implanted and remains in use. The mobile programmer was returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d1 brand name d2 product code d4 model # d9 device available for evaluation? H6 eval code method, eval code result, eval code conclusion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.